Manufacturer narrative:
Plant investigation has not yet been completed. A follow-up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate lines. The machine alarmed blood leak. Estimated blood loss was 50cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment. Sample has been discarded.